Event description:
It was reported that an asymptomatic patient presented to the clinic with the device that delivered a patient notifier. Upon interrogation the device was found in a back-up vvi mode and could not be restored. The device was explanted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter within 10 minutes. Results of 19 mg/dl and 135 mg/dl were plotted on the parkes error grid. The results fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis confirmed backup vvi (bvvi) mode upon receipt. Analysis identified reset errors but the failure mode could not be determined, as the device was damaged during testing.